Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zct525 +18.0 diopter intraocular lens (iol) was implanted into the patient's left eye on (B)(6) 2018. It was later explanted on (B)(6) 2018 because of a mechanical complication of the lens and the patient experiencing blurry vision. No incision enlargement, no vitrectomy was performed and no sutures were used. A pcb00 lens (diopter unknown) was implanted as a replacement. Following the lens exchange the patient was reported doing well. The account commented that the explanted lens is not available for evaluation. No further information was provided.